Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and the light guide bundle of the video cable section was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube had a dent, likely to physical stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope experienced dent in shaft. The issue was found during set up before patient in room. There were no reports of patient involvement.